Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that malfunction alarms occurred. Reportedly, the customer jumped into a swimming pool with the pump in pocket. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to an urgent care, or clinic to obtain a backup method of insulin therapy.